Event description:
It was initially reported that the patient had increased pain with stimulation on. The event was attributed to the lead. There were no abnormal impedances. X-ray was performed, but results not provided. Reprogramming was attempted, but was unsuccessful. In follow up reporting, it was reported that on 2012 (B)(6), the patient underwent revision surgery. The physician performed replacement on bilateral percutaneous leads. The patient outcome was good. At the patient's post op visit, the patient was getting good pain reduction in most areas. The patient wanted to work on reprogramming for coverage in other areas.

Manufacturer narrative:
(B)(4). Programmer: model # 37743, lot # nke136277n; lead model # 39565-65, lot # v348920004, implanted 2009 (B)(6), explanted unknown; lead model # 3777-45, lot # v336233016, implanted 2009 (B)(6), explanted 2012 (B)(6); neurostimulator model # 37712, lot # nkf718061h, implanted 2009 (B)(6), explanted unknown; recharger model # 37752, lot # nka132862n; lead model # 3777-45, lot # v365394027, implanted 2009 (B)(6), explanted 2012 (B)(6).